Event description:
It was reported that the staples "came out of incision early" after c-section incision closure. It is unknown what happened after the patient left surgery. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4).